Event description:
It was reported that this right atrial (ra) lead exhibited a 0.5mv in daily measurements which looks chronic but stable. To date, the lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).